Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended after receiving the end of service message. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility.